Manufacturer narrative:
The investigation could not be completed as product is entering the complaint system.

Event description:
Patient with mtp plating implant date (B)(6) 2012 returned to surgeon complaining of on-set of pain at 3 month follow up. It was discovered 3 screws were broken and 2 screws were backing out. Patient returned to operating room (B)(6) 2012, hardware removed. It was noted: non-union of 1st left metatarsal. Patient revised to competitors screws. Surgeon noted patient was non-compliant. This is 4 of 6 reports.